Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a hypoglycemic event occurred. The patient stated the sensor patch fell off. She was sleeping and at 2:00 am her husband found her unconscious. She is not sure if the patch fell off before she became unconscious and resulted in her not getting an alarm for her low glucose level, or if her husband knocked it off while trying to treat her. He checked her phone and saw the last recorded continuous glucose monitor (cgm) value was 14 mg/dl. He gave her a glucagon injection in her thigh, but she stated it did not kick in right away, so it took until 4:00 am before she regained consciousness and her blood glucose (bg) came up to 47 mg/dl. The event occurred 2 days after the sensor had been inserted. Additionally, it was reported that the cgm was displaying 14 mg/dl. Labeling indicates: the g6 reports glucose readings between 40 and 400 mg/dl. When the g6 determines the glucose reading is below 40 mg/dl, it displays ¿low¿ in the receiver or mobile application status box. At the time of the contact, the patient was in stable condition. No additional patient or event information is available.